Manufacturer narrative:
No product was returned for analysis. Clinical details mention imaging revealed pump positioning was shallow - outflow not fully across pulmonic valve. Clinical details do not mention how pump positioning became shallow after initial placement. Pump was repositioned and issue resolved. The root cause of the positioning issue was not determined as limited clinical information was provided. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. This is one of two medical device reports associated with this event; the associated impella 2.5 device is reported under manufacturing report number: 1220648-2024-24452. Note: the date of death should reflect (B)(6) 2023 for both reports.

Event description:
The user facility reported positioning issue with the impella rp device immediately after implant to a patient with cardiogenic shock from an acute myocardial infarction who would eventually expire. The patient underwent coronary artery bypass graft surgery and experienced an aorta perforation. The perforation was successfully treated. An intra-aortic balloon pump (iabp) was placed after heavy blood loss, and the chest was closed after the bleeding resolved. The patient was transported to the unit and began to spiral into cardiogenic shock. The patient was emergently taken to the cardiac catheterization lab for iabp to impella 2.5 device escalation. The impella 2.5 device was opened, and there was an inability to prime the device despite troubleshooting and phone support. During this time the patient began to rapidly deteriorate and the intent to implant the impella 2.5 device was aborted. An impella cp device was opened, primed, and inserted without an issue. The patient continued deterioration after the impella cp insertion with cardiopulmonary resuscitation for nearly one hour and ultimately required bipella support with an impella rp prior to stabilizing hemodynamics. The impella rp was inserted and started with outlet at the level of the swan in right pulmonary artery. However, return of spontaneous circulation (rosc) was not obtained. Transesophageal echocardiogram revealed outflow was not fully across pulmonic valve. The impella rp was repositioned and rosc immediately obtained. The patient was transported to the intensive care unit in critical condition but would later expire the following day.